Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a transfer set. This was identified during a routine check at the hospital. The patient used the transfer set for one month. There was no report of patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a white residue inside the tubing. The reported condition was verified. The white residue compared to the defect library has similar characteristics and is identified as fatty acid likely calcium stearate, calcium carbonate, and a small amount of carbonyl-based material. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.